Manufacturer narrative:
Catheter model 8731, serial# (B)(4), implanted: 2005 (B)(6), explanted: unk; ptm model 8840, serial# unknown; physician programmer model 8835, serial# (B)(4).

Event description:
It was reported that the pump programming from the 'myptm (personal therapy manager)' was done incorrectly. The patient pa dose was programmed as the daily dose. The patient had not used her ptm, and the programming error was noted at a follow up appointment. There were no adverse patient events. It was later reported that the healthcare provider's office occurred had programmed the patient's ptm. The drug delivered via the device was morphine, concentration or daily dose was not known. The ptm boluses doses were set up as the same dose as the daily dose. Patient was getting good pain relief.